Event description:
It was further reported that the thread blocked the removal of the delivery system. The physician now states the suture did not break, it only blocked the removal of the delivery system.

Event description:
It was reported that during a percutaneous drainage procedure the suture broke. The anatomy location was in the biliary tree. The physician used a flexima biliary 8f/35cm drain. The physician stated the "thread failed" due to the suture breaking. The physician was able to complete the procedure with the device. The patient is stated in stable condition.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).